Event description:
The pt reportedly experienced intermittencies, volume fluctuations, and device lock issues. Programming changes were made and external equipment was exchanged; but, the issue was not resolved. The center will pursue device revision surgery.